Event description:
The customer reported that the system will not display an image on the left monitor while fluoroing.

Manufacturer narrative:
The ge service rep replaced the left and right monitors. Tested system using all functions. System operates as intended.